Manufacturer narrative:
H10: the service engineer (se) reported that the navigation ring did not respond at all. The se then replaced the front bezel equipped with the navigation ring, and the phenomenon was resolved. No other anomaly was observed.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not functioning properly. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service technician evaluated the device and reported that the navigation ring was not responding while at the repair center. The investigation is ongoing.